Manufacturer narrative:
Review of lot file b701 was conducted. Lot met all release requirements. There were no non conformances related to this event type. Complaint lot review conducted and one other centrifuge bowl leak and no other f183 alarms were reported to date for this lot. Cellex kit was returned. Kit was received on (B)(4) 2013. Evidence of a leak was noted. However, the investigation is still in progress. Service order (B)(4) completed: (B)(6) 2013. Bowl leak alarm. Cleaned bowl, did switch adjustment, did bowl optic calibration. Did check out section 7 successfully. Repairs have returned this instrument to expected operation. (B)(4).

Event description:
Customer is reporting a blood leak alarm. Name and function of complainant: same as reporter. Customer called to report a blood leak alarm during buffy collect phase of 2nd cycle. Customer stated during cycle 1, a system error 183 occurred which she was able to clear. Then during the 2nd cycle the bowl leak alarm occurred. Customer stated that she checked the bowl and all parts of the kit but did not find any fluid leaking anywhere. However, customer opted to abort the treatment procedure and did not return any blood or products to the pt. Cts asked if there was any clotting observed in the kit at time of procedure. Customer stated no there was no clotting or occlusions in the kit. Customer stated pt was asymptomatic. Service order will be dispatched. (B)(4). Customer returned kit for investigation.